Manufacturer narrative:
The product investigation is currently being conducted. The product investigation conclusion will be submitted to the FDA in a supplemental report upon investigation completion. (B)(4).

Event description:
It was reported that a ¿current leakage¿ message appeared on the carto 3 system and body surface electrocardiography (ECG) leads disappeared on both, the carto 3 and the recording system as soon as the mapping catheter was connected to the patient interface unit (piu). The clinical account specialist rebooted the piu without catheters connected. ECG leads returned as soon as catheters were removed. The mapping cable was reconnected and ECG's disappeared again. They replaced the mapping cable with another reprocessed cable and after reseating x 2 ECG's returned. They connected the rest of the catheters and proceeded with the case, further troubleshooting assistance was declined. During follow-up, it was confirmed that signal noise occurred on all the channels, including the 12 electrocardiography body surface leads and all intracardial recordings and both the carto system and the recording system simultaneously. The physician did not feel that they could proceed until carto system was rebooted. The clinical account specialist believes that the issue was resolved with piu reboot. The procedure was completed with no patient consequence. This event is reportable due to the potential of patient injury during electrocardiography signal loss.